Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter spontaneously fell out. The balloon was inflated without any problems during the pretest. However, the catheter fell out when changing the patient's position after the procedure was performed in the side lying position. The balloon was deflated and there was no water in it. There was no evidence of leakage to the floor.

Event description:
It was reported that the foley catheter spontaneously fell out. The balloon was inflated without any problems during pretest. However, the catheter fell out when changing the patient's position after the procedure was performed in the side lying position. The balloon was deflated and there was no water in it. There was no evidence of leakage to the floor.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is the reported event is unconfirmed a labelling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.